Manufacturer narrative:
Device not returned

Event description:
Iit was reported that cartridge change errors occurred with multiple cartridges during the load sequence. Customer reverted to an alternate form of insulin therapy. Customer¿s blood glucose level was 110 mg/dl.